Event description:
It was reported that the monitor on the 9900 system would intermittently go blank. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The voltage was adjusted during the service call. The system was tested and found to be working as intended and put back into service.